Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The device was returned and evaluated. However, the user report was unable to be confirmed. The hook on the hold ring did not have any notable damage. However, the control cover insulation was unstable. There were deep dents on the hold ring itself. The distal end glue was cracked and peeling. The single-use distal cover was not returned for evaluation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspection of accessories: should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed¿ attaching accessories to the endoscope: attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ the root cause could not be determined. However, as a result of the investigation, it is believed that the reported event may have occurred due to one of the following: distal cover became broken as attachment steps of distal cover by the user deviating from IFU. Broken distal cover was used for the procedure and resulted in the reported event. Distal cover became fragile as a result of being crushed or the like, before being attached to device. Then, the distal cover got broken due to stress as a result of being attached to device or twisted/pushed/pulled in patient body. This allowed the distal cover to easily detach from scope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported, during an unspecified procedure, the distal cap of the evis evera iii duodenovideoscope fell off into the patient. According to the initial reporter, the cap was able to be retrieved by the doctor without any patient death, injury, or infection occurring.